Event description:
Litigation papers allege: patient has suffered pain and suffering, mental anguish, and medical expenses; excessive levels of chromium and cobalt.patient is a resident of (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update: 2/10/2014 - sales rep reported revision surgery. Patient was revised to address acetabular cup loosening. There is no new additional information that would affect the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 04/15/2014 - medical records received. Upon revision significant soft tissue damage and inflammatory fluid was found. The information received does not change the MDR decision.